Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to an unspecified department for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.